Event description:
It was reported that the patient was no longer receiving good coverage in the back due to lead migration. The patient underwent a revision procedure and one lead was replaced. The model number and serial numbers cannot be obtained.